Event description:
It was reported that the patient experienced increased spasms of which the hcp believed to be due to a urinary tract infection (uti). The patient stated they had a headache that he couldn't get rid of for the past 16 days; and since january, his spasms had been increasing in intensity. The spasms were described as being "so intense in the past two weeks that any movement causes sustained spasms that earlier this week caused his chair to go back and he fell". The patient was noted to have had a "great deal of health issues at the moment with kidney stones and things like that", and therefore, was more spastic than normal. The patient was concerned that his pump battery failed early. The pump displayed an eri. The pump was in need of replacement within the next 12 months. Further troubleshooting was being considered. The patient was given scripts for oral baclofen and oral valium. The pump was delivering lioresal.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk....(B)(4).

Manufacturer narrative:
(B)(4).